Event description:
During an electrosurgical procedure, the surgeon noticed a blanched portion of bowel tissue. General surgeon called to suture the blanched bowel. No untoward effect on pt noted at six weeks post-op.